Event description:
The Power Cable Disconnect visualization went away on its own. The patient was kept off of any type of alternating current (AC) power and slept on batteries for a good majority of the days they were in the hospital. The site was able to trial AC power with an ungrounded cable and the patient did fine with it. The Equipment Incident Report, logged on (b)(6) 2026, documented the death of the patient. The initial event occurred on (b)(6) 2026 at the patient's home. The Pump was explanted following the event for return and analysis. No alarms were reported prior to device decommissioning. On (b)(6) 2026, the patient's wife reported weakness, altered condition, and mild speech slurring. Telephone assessment showed symmetrical facial movement, equal grip strength, and equal feet strength. Flow was 5.1 L/min, speed was 9,200 RPM, PI was 4.0, and power was 5.4 W, with no alarms while operating on Battery power. It had been suspected that the patient was developing a phase-to-phase scenario and alarms on grounded or ungrounded cabling at nighttime. Due to evolving dementia, the patient remained at home, and hospice discussions were conducted. Early on (b)(6) 2026, the patient was unresponsive. Speed was 9,200 rpm, flow was 4.0 L/min, PI was 5.2, and power was 5.0 W. Video assessment demonstrated nystagmus and absence of response to stimuli, including sternal rub and nailbed pressure. After discussion with the family, no additional interventions were pursued, and the LVAD was deactivated once family members arrived. Time of death was pronounced at 09:10 hours on (b)(6) 2026. Device involvement in the death was considered suspected but not officially confirmed. The device operated as expected. The cause of death was determined to be likely cardiopulmonary compromise secondary to discontinuation of the Pump, with the additional contributing diagnosis of neurologic dysfunction. No autopsy was done.

Manufacturer narrative:
SECTION H6 ADDITIONAL HEALTH EFFECT - CLINICAL CODES: 4567 - LACTATE DEHYDROGENASE INCREASED; 1816 - DYSPNEA; 2243 - HYPOVOLEMIA; 2664 - HYPERVOLEMIA. NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS SEEN THE CLINIC ON (B)(6) 2026 FOR A HOSPITAL FOLLOW-UP AND ONGOING EVALUATION FOR SHORTNESS OF BREATH (SOB) AND PRIOR LOW FLOW ALARMS THAT WERE ASSOCIATED WITH VOLUME DEPLETION AND ANEMIA. THE PATIENT REPORTED SOB WITH AMBULATION AFTER 300 FEET. THE PATIENT HAD PREVIOUSLY BEEN TRANSITIONED TO A POWER MODULE (PPM) AND UNGROUNDED CABLE, WHICH RESOLVED PRIOR ALARMS (MFR 2916596-2026-2916931). THE PATIENT HAD BEEN SCHEDULED FOR A COLONOSCOPY AND ESOPHAGOGASTRODUODENOSCOPY (EGD) FOR ANEMIA OF UNKNOWN SOURCE. POLYPS IN THE STOMACH WERE FOUND AND REMOVED IN EARLY (B)(6) 2026. SHORTLY THEREAFTER, THE PATIENT DEVELOPED ANEMIA WITH HEMOGLOBIN (HGB) IN THE 7 GRAMS PER DECILITER (G/DL) RANGE AND EXPERIENCED LOW FLOW ALARMS, WITH FLOWS NO LOWER THAN 2.4 LITERS PER MINUTE (LPM). THE PATIENT BECAME SYMPTOMATIC AND WAS HOSPITALIZED AT A LOCAL HOSPITAL, WHERE 3 UNITS OF BLOOD WERE ADMINISTERED. FOLLOWING THIS, THE PATIENT DEVELOPED VOLUME OVERLOAD AND INCREASING SOB, FELT TO BE SECONDARY TO INCREASED VOLUME WITHOUT RESUMPTION OF THEIR DIURETIC. DIURESIS WAS INITIATED. THE PATIENT THEN BEGAN HAVING ISSUES WITH "ALARMS" WHILE ON THEIR PPM AND UNGROUNDED CABLE AT NIGHT, PER THE PATIENT'S WIFE. THE ALARMS WERE NOTED TO READ "POWER CABLE DISCONNECT" ALONG WITH INTERMITTENT LOW FLOW ALARMS, BUT MORE CONSISTENTLY DISPLAYED ". THE PATIENT'S WIFE WAS INSTRUCTED AT THAT TIME TO SWITCH TO BATTERIES, WHICH RESOLVED THE PROBLEM ON (B)(6) 2026. THE PATIENT HAD STOPPED WARFARIN FOR THE PROCEDURES NOTED ABOVE. DUE TO THE PATIENT¿S HISTORY OF GASTROINTESTINAL (GI) BLEEDING AND FINDINGS FROM THE SCOPES, THE SITE DID NOT USE FULL-DOSE LOVENOX, INSTEAD ADMINISTERING 60 MG TWICE DAILY. THE PATIENT¿S INTERNATIONAL NORMALIZED RATIO (INR) REMAINED LOW BETWEEN 1.1¿1.3, AND THE SITE INCREASED THE PATIENT¿S WARFARIN DOSE. LOVENOX WAS CONTINUED. THE PATIENT REMAINED SYMPTOMATIC WITH SOB, PROMPTING A CLINIC VISIT AND ECHOCARDIOGRAM (ECHO) ON (B)(6) 2026. LABORATORY RESULTS FROM (B)(6) 2026, REVIEWED THE MORNING OF THE APPOINTMENT, WERE SIGNIFICANT FOR LACTATE DEHYDROGENASE (LDH) OF 707 U/L (BASELINE 400 U/L), HEMOGLOBIN OF 9.8 G/DL, AND CREATININE OF 2.7 MG/DL. AT THE (B)(6) 2026 VISIT, THE PATIENT¿S VITAL SIGNS WERE STABLE. CUFF BLOOD PRESSURE READINGS WERE 110/87 MMHG AND 106/79 MMHG. THE PATIENT¿S WEIGHT WAS 82.4 KG, CONSISTENT WITH AND SLIGHTLY DECREASED FROM PRIOR MEASUREMENTS. THE PATIENT WAS AFEBRILE. THE DEVICE WAS INTERROGATED. THE HEARTMATE 2 (HM2) LEFT VENTRICULAR ASSIST DEVICE (LVAD) SETTINGS WERE: SPEED 9400 REVOLUTIONS PER MINUTE (RPM), FLOW 3.00 LPM, MEAN ARTERIAL PRESSURE (MAP) 95 AND 88 MMHG BY CUFF CALCULATIONS, POWER 4.6 WATTS (W), AND PULSATILITY INDEX (PI) 3.3. LOG FILES FROM (B)(6) 2026 SHOWED LOW FLOW ALARMS ON (B)(6) 2026, AND A NO EXTERNAL POWER ALARM WITH A LOW VOLTAGE ALARM ON (B)(6) 2026. MULTIPLE POWER CABLE DISCONNECT ALARMS OCCURRED BETWEEN 00:00 AND 02:00 ON (B)(6) 2026. THE PATIENT HAD APPROXIMATELY 27 MONTHS REMAINING ON THE PRIMARY SYSTEM CONTROLLER BACKUP BATTERY. BACKUP SETTINGS SHOWED SPEED 9000 RPM, FLOW RANGES 2.8¿3.1 LPM (WITH LOW FLOWS DOCUMENTED AT 2.4 LPM), PI RANGES 3.2¿4.3, AND POWER RANGES 4.6¿4.9 W. NO ADDITIONAL ALARMS WERE NOTED. ECHO RESULTS WERE UNABLE TO ASSESS DIASTOLIC FUNCTION. THE INTRAVENTRICULAR SEPTUM BOWED INTO THE LEFT VENTRICLE, AND THE AORTIC VALVE OPENED SLIGHTLY WITH EACH BEAT AT A SPEED OF 9400 RPM. MILD CONCENTRIC LEFT VENTRICULAR HYPERTROPHY (LVH) WAS NOTED. RIGHT VENTRICLE (RV) FUNCTION WAS MILDLY REDUCED. MILD MITRAL REGURGITATION (MR), MILD TO MODERATE AORTIC INSUFFICIENCY (UNCHANGED), MILD TRICUSPID REGURGITATION (TR), AND TRIVIAL PULMONARY INSUFFICIENCY (PLI) WERE OBSERVED. LEFT VENTRICULAR INTERNAL DIMENSION IN DIASTOLE (LVIDD) WAS 5.56 CM (DECREASED FROM PRIOR), AND RIGHT VENTRICULAR INTERNAL DIMENSION IN DIASTOLE (RVIDD) WAS INCREASED AT 4.07 CM. THE AORTIC ROOT MEASURED 3 CM AND WAS STABLE. OVERALL, AORTIC INSUFFICIENCY REMAINED STABLE, THE INTERVENTRICULAR SEPTUM (IVS) CONTINUED TO BOW INTO THE LEFT VENTRICLE (LV), AND RV FUNCTION SHOWED IMPROVEMENT. LABORATORY TESTS WERE DRAWN INCLUDING A COMPLETE BLOOD COUNT (CBC), COMPREHENSIVE METABOLIC PANEL (CMP), LDH, HAPTOGLOBIN, PLASMA HEMOGLOBIN, N-TERMINAL PRO¿B-TYPE NATRIURETIC PEPTIDE (NT-PROBNP), AND INR. URINALYSIS WAS ALSO COMPLETED AND DEMONSTRATED PROTEIN OF 15 MG/DL AND GLUCOSE GREATER THAN OR EQUAL TO 1000 MG/DL; OTHERWISE, NEGATIVE FOR RED BLOOD CELLS, BLOOD, OR SIGNS OF INFECTION. LDH WAS SIGNIFICANTLY ELEVATED AT 892 U/L, WHICH WAS CONSISTENT WITH POTENTIAL CLOTTING. SODIUM WAS 142 MMOL/L, POTASSIUM 5.0 MMOL/L, CHLORIDE 108 MMOL/L, TOTAL CARBON DIOXIDE 22 MMOL/L, GLUCOSE 131 MG/DL, BLOOD UREA NITROGEN 40 MG/DL, CREATININE 2.30 MG/DL, CALCIUM 9.7 MG/DL, TOTAL PROTEIN 7.3 G/DL, ALBUMIN 4.5 G/DL, TOTAL BILIRUBIN 0.9 MG/DL, ALKALINE PHOSPHATASE 90 U/L, ASPARTATE AMINOTRANSFERASE 55 U/L, AND ALANINE AMINOTRANSFERASE 39 U/L, WITH AN ESTIMATED GLOMERULAR FILTRATION RATE OF 28 ML/MIN/1.73 M². WHITE BLOOD CELL COUNT WAS 11.33 ×10³/L, RED BLOOD CELL COUNT 3.96 ×106/L, HEMOGLOBIN 11.1 G/DL, HEMATOCRIT 36.2%, AND PLATELET COUNT 175 ×10³/L. N-TERMINAL PRO¿B-TYPE NATRIURETIC PEPTIDE WAS 11,630 PG/ML, WITH PREVIOUS TRENDS APPROXIMATELY BETWEEN 3,000 AND 9,000 PG/ML. HAPTOGLOBIN WAS LESS THAN 10 MG/DL, WHICH WAS CONSISTENT WITH INCREASED HEMOLYSIS. INR WAS 1.7 (UNITLESS) WITH A PROTHROMBIN TIME OF 20.2 SECONDS. BECAUSE OF THESE VALUES AND THE SUSPICION OF POTENTIAL PUMP THROMBOSIS, THE PATIENT WAS ADMITTED TO THE HOSPITAL FOR IV HEPARIN. THE SITE WAS STILL UNABLE TO IDENTIFY EXACTLY WHAT THE ALARMS WERE WHILE ON BATTERIES, ALTHOUGH THERE WERE A SIGNIFICANT NUMBER OF POWER CABLE DISCONNECT ALARMS DESPITE NO DISCONNECTION OF BATTERIES AT THAT TIME. THE EVENT WAS CONSIDERED DEVICE OR THERAPY-RELATED, AND A LOG REPORT WAS SENT FOR ANALYSIS.

Manufacturer narrative:
Additional H6 Health Effect - Clinical Code: Renal Failure - 2041.No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.